Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 246mg/dl. Reportedly, the customer observed no insulin dripping out of the infusion set tubing; it was not confirmed whether insulin was dripping out of the cartridge tubing. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the customer may have added insulin into the cartridge causing this alarm. A new cartridge was loaded resolving both issues.